Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The hex ends of the device were rounded / stripped, rendering the device inoperable. The device was manufactured in 2015 and exhibits signs of extensive wear / usage. The clinical medical investigation concluded that, based on the information provided, the procedure was completed with a backup device without surgical delay and no patient impact. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) on 02/21/2019. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information; surgical procedure/post-operative care review; device labeling (including technique guides, ifus, etc.). Based on the information provided, the procedure was completed with a backup device without surgical delay and no patient impact. No further medical assessment is warranted at this time.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The hex ends of the device were rounded / stripped, rendering the device inoperable. The device was manufactured in 2015 and exhibits signs of extensive wear / usage. The clinical medical investigation concluded that, based on the information provided, the procedure was completed with a backup device without surgical delay and no patient impact. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported that during revision that was not from smith and nephew, it was found that screwdrivers are stripped. Surgery was completed with a backup from smith and nephew, no delay reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there was no injury caused by the device, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.